Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. A capsulotomy was performed during explant/replacement surgery.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening, assessed as fold flaw opening. A piece of missing shell was assessed as inconclusive. ¿ capsular contracture - unable to observe as the event is not device related. As per the investigation procedure creases, wear abrasion, particles and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process.